Manufacturer narrative:
H3: product analysis: evaluation determined that the device ball bearing fell out. The likely cause of the failure could be due to bearings are worn . It is also noted that the device have custom laser markings. This regulatory report is being submitted due to retrospective review through CAPA #672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that the  device with the report of bearing detachment .  At the time of the report, there was no known impact to a patient. Additional information received stating that there is no patient impact.